Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 110 mg/dl. He customer declined to perform further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 : 2023-86433.